Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used. No broken or missing parts were observed during analysis. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that their sensor was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer reported enlite sensor being inserted, but did not respond. The sensor was therefore removed, and at that time the electrode was found to be missing. The sensor will be returned for analysis.